Event description:
A pump alarm 30 was reported while the pump was in use. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge correctly and successfully resumed insulin therapy.